Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during servicing, the unit failed the battery test. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturers service engineer (fse) was able to duplicate the reported problem. The fse replaced the battery to address the reported problem. The device is ready for clinical use.